Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number. Evaluation of the similar complaint indicated the root cause was a faulty main pcb board. Evaluation in progress

Event description:
Biomed reported system has a noisy ultrasound image, inhibiting user's ability to clearly visualize the vein.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed. The contrast was found to be left on by the customer. The contrast was turned off and the ultrasound image quality improved. The root cause of the failure was related to the settings selected by user. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed one other similar complaint(s) from this serial number. Evaluation of the similar complaint indicated the root cause was a faulty main pcb board.

Event description:
Biomed reported system has a noisy ultrasound image, inhibiting user's ability to clearly visualize the vein.